Event description:
It was reported that there was oversensing on the implantable loop recorder (ilr). The customer questioned the accuracy of the asystole episodes recorded by the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).